Event description:
It was reported that blue plastic handle fractured during use. No harm or injury to the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, the blue handle sleeve appears with a crack. The fracture runs through the pin hole of the handle. The strike plate and distal end of the instrument show expected wear indicates successful use while in the field. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.